Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: a surgical cut down was preformed on a female patient. The physician measured with the depth locator to 4+1cm. The depth locator bent slightly. Pulsatile blood flow present post case. The physician held manual pressure. There was no distal pulses . Ultrasound reported that distal to manta there was no blood flow. The surgeon decided to go right to cutdown. The surgeon noticed that the anchor, collagen and lock were halfway out of vessel. The distal portion of the anchor was depressed in the vessel and the proximal was sticking out. They used a bovine patch to close the vessel, it was reported that the patient recovered well. Additional information on 03 nov 2022: during a tavr procedure micropuncture and ultrasound were utilized to gain single access in the right common femoral artery. The position was described as being at the bottom of the femoral head as there was a slightly low biforcation. Vessel size was 8.6mm with minimal calcification and no tortuosity. Manta dept was 4+1cm and when withdrawing the dept locator there was a slight bend noted. There was also a slight bend in the wire after with drawing it and the surgeon performed a slight skin cut to gain better access after the measurement was taken. Act was 365, protamine was administered intravenously 2 minutes prior to manta deployment. It was reported that hemostasis was immediate but when the team walked out of the room pulsatile bleeding began. Cutdown was performed, the manta was noted to be intact but the anchor was located in the vessel wall. The bovine patch was used to repair the vessel. The patient was reported as being well post procedure and discharged home.

Event description:
It was reported that: a surgical cut down was preformed on a female patient. The physician measured with the depth locator to 4+1cm. The depth locator bent slightly. Pulsatile blood flow present post case. The physician held manual pressure. There was no distal pulses . Ultrasound reported that distal to manta there was no blood flow. The surgeon decided to go right to cutdown. The surgeon noticed that the anchor, collagen and lock were halfway out of vessel. The distal portion of the anchor was depressed in the vessel and the proximal was sticking out. They used a bovine patch to close the vessel, it was reported that the patient recovered well. Addional information on (B)(6) 2022: during a tavr procedure micropuncture and ultrasound were utilized to gain single access in the right common femoral artery. The position was described as being at the bottom of the femoral head as there was a slightly low biforcation. Vessel size was 8.6mm with minimal calcification and no tortuosity. Manta dept was 4+1cm and when withdrawing the dept locator there was a slight bend noted. There was also a slight bend in the wire after withdrawing it and the sugeon performed a slight skin cut to gain better access after the measurement was taken. Act was 365, protamine was administered intravenously 2 minutes prior to manta deployment. It was reported that hemostasis was immediate but whn the team walked out of the room pulsatile bleeding began. Cutdown was performed, the manta was noted to be intact but the anchor was located in the vessel wall. The bovine patch was used to repair the vessel. The patient was reported as being well post procedure and discharged home.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound guidance and micro puncture were utilized to gain a lower positioned access having a slightly low bifurcation. The arteriotomy was 8.6mm, depth measurement of 4cm + 1cm, with minimal vessel and wall calcification. There was a slight bend in the manta depth locator following the depth measurement; and a slight bend in the guidewire when the depth locator was removed. A skin nick was performed after the first depth location to get better access. Activated clotting time (act) was 365 and protamine was administered two minutes prior to deployment. Following deployment, hemostasis was immediate although pulsatile flow from the access site began shortly after the attendants began exiting the lab. Manual pressures were rapidly applied, and pulses were tested indicating no flow distal to manta. The surgeon chose to immediately go to a surgical cut down and mentioned he would rather do a cut down then leave a stent in the groin. During surgical intervention the surgeon noted the collagen plug (collagen, anchor, and radiopaque lock) appeared intact, although positioned halfway in the vessel and halfway out. The manta was explanted, a bovine pericardial patch was applied to seal the puncture and the patient post procedure recovered well. It is likely the cause of the occlusion is from the collagen dispositioned partially in the vessel blocking flow. The IFU was reviewed and warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Do not use if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the depth location procedure. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, and accidental positioning of some, or all of the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage, and late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements indicate activated clotting time (act) should be below 250 seconds prior to closure; and if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.